Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The device was monitored for several days and no external ram crc error alarm noted. The insulin pump passed the unexpected restart error test, no alarms noted. The device was unable to download to the carelink software due to displayable history crc check failed on startup alarms in alarm history screen, alarms due to corrupted history file. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported by the customer that their insulin pump was alarming. Customer stated they inserted new batteries but did not have the device in storage for an extended period of time. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan customer's blood glucose level was 345 mg/dl at time of reporting. Nothing further reported.